Event description:
A mobile provider called in a complaint for a doctor at (B)(6). This was an interventional radiology case. They used two iceseed and one icerod needle to complete the case. The needles were placed with ultrasound and monitored with CT. The patient was sedated with a local anesthetic. Iceseed needles did not show any ice on the CT scan. Icerod needle showed a little ice. About halfway through the procedure, they checked the ice formation with ultrasound and ice could be seen. The needles were tested before and after the treatment and they formed ice. A urethral stent was put into the patient. This is sometime done to try to prevent damage to the urethra by infusing warm water through the stent.

Manufacturer narrative:
The needles were not returned to galil so an investigation could not be performed. A dvd of the CT images was reviewed at galil and it was confirmed that no ice could be seen on the CT scan. As stated in the event description, the physician could see ice formation on the ultrasound image. Although the physician changed out two iceseed needles for a single icerod needle in order to increase the freezing power, this was likely not sufficient, as two iceseed needles produce approximately the same amount of ice as a single icerod needle. Since the needles were not returned for investigation, no conclusion can be made. Although the treatment was completed, the physician is not certain that the treatment was adequate to freeze the tumor and will continue to monitor the patient.